Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient complained of lack of improvement and it was unknown when this began. Contributing factors and diag nostics/troubleshooting were unknown. The device was replaced. It was unknown whether the issue was resolved.